Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the minus key is no longer decreasing stimulation. A new programmer was sent to the pt to help resolve the issue. The pt is scheduled to meet with an sjm rep to activate the new programmer.